Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the implant procedure of this system, difficulty was experienced when placing the leads into the header of this pacemaker. At this time, the system remains in service. No adverse patient effects were reported.